Event description:
Presented with persistent back and right leg pain and inability to ambulate a few feet. X-rays showed a probable fracture of the left l3 pedicale screw and possible pseudo arthrosis. In 2004 the pts surgical procedure included a re-exploartion of previous spinal fusion, removal of old and broken pedicle screws from l3 and l4, further decompressive laminectomy l2-l3, foraminotomies right l2. L3, and l4 nerve roots, excision scar, foraminotomies right l2, l3 nerve roots, and left l2 and l3 nerve roots, refusion with new pedicle screws at l2 and new pedicle screws in previous holes at l3 and l4 with lateral effusion. Post-operative diagnosis: progressive spinal stenosis l2, l3, pseudo arthrosis, root compression l2, l3, l4 and grade 1 spondylolithesis. After surgery the pt transferred to recovery room in satisfactory condition.